Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty six (26) clearlink paclitaxel sets had foreign particles in the contents of the product. This was observed during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: twenty six (26) actual devices and five (5) photos were received for evaluation. Visual inspection of the photo samples showed tubes with small particles (black spots); however, it was not possible to confirm whether the black spots were embedded within the tube or were loose particles. Visual inspection of the returned samples revealed 1 unit with a hair inside the pouch, 1 unit with a loose particle (potentially paper), 10 units with tiny loose dark particles in the pouch. Additionally, infrared spectrophotometry test was performed on the particles and the results confirmed that the loose particle matched the paper band used to secure coiled sets, indicating some paper bands fell into the pouch. The tiny dark particles were identified as ink residue. Fourteen (14) units were found conforming with no loose or embedded particles. The reported condition was verified in 12 units. The cause of the condition was possibly due to variations in the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.